Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 (mg/dl). Reportedly, customer thought there was an issue with insulin delivery so an injection and lantus was used to treat elevated bg levels. Recommendation was made to consult with health care provider to discuss pump setting adjustment and diabetes management.

Manufacturer narrative:
Brand name, common device name.